Event description:
Device analysis performed on the returned superion indirect decompression spacer revealed the spindle cap was completely sheared off from the implant body. Additionally, the spindle and actuator shaft were found to be outside of the main body, as well as abrasions on the mating surface of the actuator shaft. The detachment of the spindle cap was due to excessive force; this damage indicates the break was due to deployment against resistance and/or manipulation of the position of the device by gear shifting of the inserter.